Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal fully covered stent had been implanted to treat approximately 7cm benign peptic esophageal stricture during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous and was dilated prior to stent placement. According to the complainant, on (B)(6) 2018, the patient presented with dysphagia. The patient underwent a planned stent removal during an esophagogastroduodenoscopy procedure and noted the stent had migrated into the stomach. The stent was removed with a rat tooth forceps. On (B)(6) 2018, another stent was implanted within the stricture. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be fine.